Event description:
It was reported that the patient had an infection at the ipg site. Symptoms of infection were fever, chills and the wound opened at the ipg site. The infection was not procedure related and it was unknown as to what caused it. The patient underwent a spinal cord stimulator (scs) system explant procedure and was given antibiotics. There was no device malfunction suspected. The patient was doing well postoperatively. The explanted devices were not returned as they were retained by the hospital.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 7073934/7074382.